Event description:
It was reported that an unspecified number of venflon pro 0.9mm x 25mm experienced catheter splitting/cracking/shearing/fraying which was noted during use. The following information was provided by the initial reporter: when introducing the IV cannula, metal needle could not be removed and the catheter was not be able to pushed further into the vein. Therefore, the nurse removes the entire cannula and finds a torn, pierced catheter. This has happened to the same nurse several times. Nurse is experienced and she always uses only bd cannulas. So far she had no problems.

Manufacturer narrative:
H.6 investigation summary :two photos and one used sample were received by our quality team for evaluation. Upon visual inspection, needle pierced through catheter was observed and a v-shaped cut was observed on the pierced edge of the catheter tubing; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The v-shaped cut could have been resulted from the needle piercing through the catheter tubing. Needle through catheter could had occurred during assembly process of catheter tubing and needle or during product application when the user attempt to reinsert the needle into the catheter after partial withdrawal. The manufacturing process has been reviewed. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if needle was pierced through catheter before use. Therefore, the probable root cause of the reported defect could had happened out of the manufacturing facilities and most probably during product application. Complaints received for this product and condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of venflon pro 0.9mm x 25mm experienced catheter splitting/cracking/shearing/fraying which was noted during use. The following information was provided by the initial reporter: when introducing the IV cannula, metal needle could not be removed and the catheter was not be able to pushed further into the vein. Therefore, the nurse removes the entire cannula and finds a torn, pierced catheter. This has happened to the same nurse several times. Nurse is experienced and she always uses only bd cannulas. So far she had no problems.